Manufacturer narrative:
Concomitant products: 503452 lead, implanted: (B)(6) 1996.

Event description:
It was reported that the patient experienced three episodes of corynebacterium striatum bacteremia within the past six months, leading to pacemaker-related endocarditis. Echocardiography demonstrated vegetation on the leads. The device was explanted at one facility, and the leads were explanted at another. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.